Manufacturer narrative:
H6: ventec further evaluated the removed cough assist valve, observing evidence that its linear actuator endcap epoxy had failed. Based on this new information, ventec has determined that the root cause of the reported issue was that the cough assist valve¿s linear actuator endcap epoxy had failed, resulting in the torn poppet ring.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device powering off unexpectedly was confirmed. Ventec downloaded the device¿s electronic records and observed that it powered off by itself four (4) times on the date of event. During the device evaluation, ventec was able to duplicate the reported issue and observed that the device alarmed for ¿system fault¿ prior to rebooting. Ventec also confirmed that both the primary and backup alarms functioned as intended during testing. An internal inspection of the device was performed which revealed that the cough assist valve's poppet had a torn rubber ring on the internal flow transducer (ift) side of the poppet, which caused the device to alarm for system fault and triggered the unexpected reboots. Ventec replaced the cough assist valve to resolve the reported reboot issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported reboot issue was that the cough assist valve's poppet had a torn rubber ring. The report of the device's alarm not working could not be duplicated or confirmed.

Event description:
The following was reported to ventec via email: "vocsn 120053 was just returned to us from service. It is a patient owned device. When we received the unit back is [sic] seemed operational and was delivered to the patient at which time is passed circuit calibration. Several hours later we received a call from a nurse at the patient¿s home stating the ventilator had stopped working and did not alarm. Our rt facetimed the rn and asked her to duplicate the issue which she did, and our rt visually saw the ventilator stop running without alarming. The patient was placed on another unit and we delivered the previous loaner back to them following this incident." Ventec contacted the reporter and confirmed that there was no harm to the patient as a result of the reported issue. However, medical intervention was necessary to prevent permanent impairment/damage to the patient, as he is ventilator dependent which required that he be placed on another ventilator for support.